Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other three perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with two proglide devices were attempted in the calcified right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, when the plunger was removed, no sutures were attached with both proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 14fr and the tavr procedure was completed. Hemostasis was partially achieved with the two proglide devices. A non-abbott device was placed with the proglide sutures to achieve complete hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.